Event description:
Caller (coroner) reported that pt was found deceased "in a state of decomposition" in 2004 (at 11:30am). Date death occurred and cause of death have not been determined (pump user was last seen alive a week earlier).